Event description:
It was reported that the customer experienced a blood glucose (bg) level of 588 mg/dl. Bg level was addressed with a correction bolus via the pump. Reportedly, the infusion set had been in use for more than 48 hours. Tandem technical support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per trusteel instruction for use: change the infusion set every 24-48 hours, or as recommended by your healthcare provider. H3 other text : device not returned.